Event description:
Subsequent to the initially filed report, additional information provided: it was reported that puncture closure of an unspecified vessel was attempted using six proglide devices. Reportedly, a guide wire became stuck in each proglide device; however, the guide wire was removed and another guide wire was used successfully. Six proglide devices were deployed with the suture not connected to the vessel. The seventh proglide device was unpackaged but there was no attempt to use it in the anatomy. Surgical suturing was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. Subsequent to the initial medwatch report filed, it was reported that this proglide device was reported in error. There was no device malfunction or adverse event associated with this seventh proglide device. There was no patient involvement. Based on this information, this device would not be MDR reportable.

Manufacturer narrative:
Subsequent to the initial medwatch report filed, it was reported that this proglide device was reported in error. There was no device malfunction or adverse event associated with this device. There was no patient involvement. Device analysis found the device was returned in the pre-deployed position consistent with additional information received. Based on this new information, this device would not be MDR reportable.b5: describe event or problem b6: relevant test/laboratory data, b7: other relevant histor, h6: device code - 2199 removed, h6: patient code - 1316 removed.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other proglide devices referenced are filed under separate manufacturing report numbers.

Event description:
It was reported that puncture closure of an unspecified vessel was attempted using seven proglide devices. Reportedly, a guide wire became stuck in each proglide device. An unspecified method was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.